Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during an esophageal dilatation performed on (B)(6) 2011. According to the complaint, when the device was examined, it was noticed that the guidewire was protruding from the distil tip of the balloon. The guidewire was reported to be kinked. Through preliminary investigation results it was confirmed that a piece of the core wire at the tip is sticking out. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device code 769 relates to 1069 for the reported event of core guidewire exposed. Investigation results: visual examination of the complaint device found no issues with the catheter portion of the device as well as the balloon. However, the guide wire tip had unraveled and kinked, as well as the core wire was found to be exposed. The reported defect of guidewire kinked was confirmed. However based on the investigation results revealing the core wire was exposed the event has been deemed MDR reportable. The most probable root cause of handling damage will be assigned to this complaint as it is likely that the complaint was caused by handling of the device during preparation. A search of the complaint database revealed that no similar complaints exist for the specified lot.